Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button response was delayed, leading to an alarm. The customer's blood glucose levels ranged from 100 mg/dl to 150 mg/dl. Reportedly, customer was able to continue using the pump for insulin therapy, and had an alternate pump available for insulin therapy if needed.

Manufacturer narrative:
(B)(4).